Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. One day prior to receipt of this report the patient was treated with intravenous (IV) reflin, 1 gram (frequency and duration not reported). The cause of the peritonitis was unknown. The patient was not hospitalized for the event. At the time of this report the patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.